Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error for the backup alarm failure. The device was not in use on a patient at the time the reported issue was discovered. There was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 had experienced an error for backup alarm failure. The rse reviewed the service manual and confirmed the reported issue. The rse provided steps to troubleshoot the issue for resolution and advised the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba). The unit was sent to bench repair to resolve the issue. Investigation is ongoing.

Manufacturer narrative:
H10 at bench service, it was determined that the motor controller (mc) pcba and the speakers required replacement to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. H11 updated contact information and contact office entity.